Event description:
The patient's father called animas on (B)(6) saying that the patient was admitted to the ER on (B)(6) for dka. He said that the patient's blood glucose level has been ranging from 300 to 500 mg/dl since (B)(6). He has been conversing with the nurses at the hospital every day since (B)(6). When the patient was admitted to the ER she was diagnosed with dka and had large ketones, nausea, vomiting, chest pain, abdominal cramps, frequent urination, increased hunger, irritability, and fatigue. The patient's ketones have been moderate to large since (B)(6). The reporter said that the patient's sister used the same type of infusion set and the same insulin from the same vials and the sister has not had issues with her blood glucose level. The patient's blood glucose throughout the day the father called was from 254 mg/dl to 567 mg/dl. The patient had large ketones that day as well. Review of the pump history indicates that the pump was delivering insulin accurately. The pump's programmed basal and bolus amounts correctly added up to their respective total daily dose histories. The basal histories indicate that the time was correct on the pump but was not changed for daylight savings. There were no alarms related to delivery in the pump history. The prime history indicates that the infusion set was changed four times since (B)(6). The prime and fill cannulas amounts were correct. Although there is no evidence that the pump delivered insulin inaccurately, this complaint is being reported because the patient was admitted to the emergency room with dka while on pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
(B)(6). The pump has been returned to animas for evaluation. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.